Manufacturer narrative:
Concomitant products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension.

Event description:
Follow-up was received from the healthcare provider (hcp) on (B)(6) 2017, reporting that after interrogating the patient's active system, the patient's ins pocket was opened up and the extension body was untangled. The extension was then wiped off and reinserted. The hcp attempted a new battery, then changed out the extensions as it was noted that there was a microfracture of the electrode. The hcp further reported that the battery was not sutured and was flipping over. The hcp reported that short extension wires likely placed stress on the electrode at the sight of attachment to the extensions with ensuing microfracture. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient experienced a shocking sensation on their left side, and periodic surges on their right side. A previous revision was performed but was not successful in eliminating the problem. This issue was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the healthcare provider on (B)(6) 2017. No new information was received. Follow-up was received from the healthcare provider on (B)(6) 2017. No new information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that there was low impedance. Impedances of 3514 ohms were also found on the unipolar pairing c<(>&<)>3. An xray taken showed that the extension was all curled up and it looked like the battery was not sutured down and that the original implanting neurosurgeons suture may have loosened. The ins and extension were replaced (B)(6) 2017.